Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine on (B)(6) 2009. According to the complainant, during the procedure, the snare loop's extension/retraction did not correspond with the handle movement. When the physician tried to slightly close the snare loop, the entire loop retracted; the physician noted that this resulted in a premature cut of the polyp. The physician was able to complete the procedure using another rotatable oval snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The returned device was evaluated and presented no anomalies. The snare handle functioned properly; the loop's extension/retraction corresponded with the handle movement. The condition of returned device did not reflect the complaint of inconsistent loop extension/retraction; no malfunction of the device occurred. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine on (B)(6), 2009 (patient reported to be over (B)(6); weight unknown). According to the complainant, during the procedure, the snare loop's extension/retraction did not correspond with the handle movement. When the physician tried to slightly close the snare loop, the entire loop retracted; the physician noted that this resulted in a premature cut of the polyp. The physician was able to complete the procedure using another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.